Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had low impedance. The lead was capped with no replacement since the patient was in chronic atrial fibrillation (af). No patient complications have been reported as a result of this event.